Event description:
It was reported that the inflation and deflation time took longer than normal with this device.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The cq7574 conquest catheter was received for evaluation. Upon inspection of the returned sample, the shaft and the bifurcate of the catheter appeared to have no damage. The balloon was partially filled with air and deflation was attempted, but was unsuccessful. Water inflation was attempted and was also unsuccessful. A vacuum could not be drawn with water. It appeared that there was an obstruction of some sort in the shaft or the bifurcate assembly. The balloon was separated/cut from the shaft of the catheter. An attempt to draw water up through the shaft of the catheter was unsuccessful. Add'l cuts were made off the shaft in increments. Attempts to draw water following each cut were all unsuccessful. When the balloon leg was cut at the proximal end of the bifurcate, water could be drawn; therefore, the obstruction was isolated to the bifurcate. The obstruction was determined to be in an area between the inner and outer shaft inside the molded bifurcate. The molded bifurcate was dissected lengthwise. Magnification did not reveal any obstruction in the air path of the bifurcate. It is possible that contamination of the contrast media may have caused the obstruction; however, upon dissection the obstruction may have been lost. The result of the investigation was confirmed for difficulty to deflate; however, the root cause is unk.